Manufacturer narrative:
The investigation determined that non-repeatable, falsely elevated, vitros ipth results were predicted from a single patient sample and a non-ocd bio-rad control fluid when processed on the vitros 5600 integrated system. An unknown instrument or reagent issue cannot be ruled out as potential contributing factors. A definitive assignable cause for the event could not be determined. The investigation is on-going.

Event description:
The customer obtained higher than expected, non-reproducible vitros ipth results from a patient sample and a non-ocd bio-rad control fluid processed on a vitros 5600 integrated system. Control fluid vitros ipth result: 825 pg/ml vs expected 629 pg/ml. Patient sample vitros ipth result: 74 and 71 pg/ml vs expected 33 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros ipth patient result was not reported from the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).